Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented to their physician unable to active and inflate their device. A surgical procedure was performed to replace the device. Upon removal, the cylinders were found to have ruptured with tears through the layers resulting in fluid loss; the pump tubing was also found torn. Following removal of all components, a new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. Model number/catalog number: 720185-01. Serial number: n/a. Batch/lot number: 1100226945. Model/catalog description: reservoir flat iz 100 ml. Unique identifier (UDI) #: (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders and pump were visually inspected, leak tested, and functionally tested. Cylinder 1 had a hole at corner of a fold in the distal end of the cylinder. Cylinder 1 had a hole, leak, and broken fabric threads at corner of a fold in the middle of the cylinder. Cylinder 1 had wear and leak at fold in the proximal end, middle, and distal end. Cylinder 2 had 4 holes and leaks at the corners of multiple fold in the middle of the cylinder. Cylinder 2 had wear at fold in the proximal end, middle, and distal end of the cylinder. The pump passed the leak and functional test. The pump kink resistant tubing (krt) was worn to the filament. The reservoir had tool marks and damaged filaments at the strain relief adapter. The reservoir krt had a hole from sharp instrument damage which had fluid leak from this location. The reservoir passed leakage testing. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. A risk review confirmed that the event of inflation issue, hole/perforated, fluid leak were defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Incomplete inflation and fluid loss are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues and fluid loss. Based on the information available and analysis results, the leaks at the corners of multiple folds in both cylinders identified with the cylinders could have caused or contributed to the reported clinical observations of inflation issue, hole/perforated, fluid leak. The investigation findings do not clearly confirm the presence or absence of the clinical observation of hole/perforated with the tubing. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Manufacturer narrative:
B3: date is unknown, so estimated date was entered. D10: concomitant product UDI for reservoir is (B)(4), the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Incomplete inflation is acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent inflation issues. Fluid loss and fluid leakage are acknowledged within the dfu and are not related to off label use or failure to follow instructions. The dfu provides guidance and instruction to achieve successful ams 700 implantation and to prevent fluid loss. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the patient implanted with this inflatable penile prosthesis (ipp) presented to their physician unable to active and inflate their device. A surgical procedure was performed to replace the device. Upon removal, the cylinders were found to have ruptured with tears through the layers resulting in fluid loss; the pump tubing was also found torn. Following removal of all components, a new ipp was implanted. No patient complications were reported.